Event description:
It was reported that the patient kept flipping the ipg to get it charged, which caused the leads to coil. It was also noted that the leads had migrated, and patient was experiencing inadequate stimulation. The patient underwent a pocket revision and lead replacement procedure. The patient was doing well postoperatively, and the explanted leads will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6) batch: 577389 product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7135697.